Event description:
It was reported that during the procedure to perform pre-dilatation, a 3.0x15 trek rx balloon dilatation catheter (bdc) was advanced to a heavily calcified, concentric, 13-millimeter (mm) long, 90% stenosed lesion in the 3mm diameter moderately tortuous left anterior descending (lad) coronary artery with resistance felt against the lesion and force was applied. During the 1st inflation to 6 atmospheres, the balloon ruptured. The trek rx bdc was withdrawn from the anatomy without resistance. Pre-dilatation was attempted using a non-abbott bdc, but this balloon also ruptured during inflation. A xience xpedition stent was implanted in the lesion and the procedure was completed after post-dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states that if resistance is met during manipulation, determine the cause of the resistance before proceeding. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.